Event description:
Journal reference: vesper, et al. "Subthalamic nucleus deep brain stimulation in elderly patients -- analysis of outcome and complications." Bmc neurology, 2007; 7(7):1-9. The article describes the results from a retrospective study that involved a series of 73 patients treated with bilateral deep brain stimulation (dbs) for management of symptoms related to idiopathic parkinsons disease. The study objective was to better understand how patient age affects the therapy outcome and determine if there should be an age limit on dbs therapy. Patient follow-up was performed. A total of 27 complications were noted involving 20 patients. Complications were defined as events that prolonged the patient hospital stay and/or caused significant morbidity. Reportable event: three patients (dbs leads n=3) experienced persistent mental changes. No treatment and outcome information was provided. "The author speculated that the mental changes may have been".

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.